Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer experienced electrocardiogram (EKG) issues; the EKG port was loose. It was also noted that there was major internal corrosion; the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer, originally returned due to experiencing electrocardiogram (EKG) issues, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.